Event description:
Pt undergoing open nissen fundoplication. Surgeon using end-stitch when needle separated from suture material. Needle lost in operative site and could not be retrieved. Seen on kub intra-op film.